Event description:
It was reported that bd syringe 3ml ll euro 200 s/c contained foreign matter. It was reported that a clinical trial site has noted that there are black blemishes/spots visible on or in bd syringes. The quality team has completed a aql2, and we have found further lots with impact. Part number, lot no; 309628, 5066461; 309628, 4354445; 309628, 4354445; 309628, 5101152; 309658, 5281022; 309658, 5072741; 309658, 4354445; 309658, 4352796; 309658, 4354445; 309658, 5072741.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.